Manufacturer narrative:
Additional device product codes: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that the surgeon had issues with the measurement of the proximal screw, which was 95-100 mm. When placing the screw, it was noticed that it was a smaller one because the screw head protruded between 5 to 10 mm from the lateral cortex. The placement guide was verified, and it was well attached. Another screw measuring 90 mm was used. Patient outcome is unknown. Concomitant device reported: tfna nail (part number unknown, lot unknown, quantity 1). This report involves one (1) tfna fenestrated screw 95mm ¿ sterile.this is report 1 of 1 for (B)(4).